Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation and device history results.

Event description:
As reported, a foreign body was noticed during the flushing of this dpt (disposable pressure transducer) before attaching to the patient. The dpt was connected to an IV bag of saline and flushed. The practitioner that found the dpt with the foreign object confirmed that object was within the dpt tubing (not from the bag of saline) but did not remember where exactly in the tubing the foreign object was. The object was not moving. There was no consequence to the patient.

Manufacturer narrative:
We received one single dpt kit with an attached IV bag for examination. Priming solution was visible inside of the kit. A dark brown particulate, approximately 0.12"x0.08" in size, was found inside the pressure tubing. The particulate was 31" distal from the dpt housing. The particulate attached to the inner surface of the pressure tubing and did not move during 5 minutes of continuous flushing. Spectrum of the unknown brownish particulate showed similar absorption characteristics when compared to polyvinyl chlorine (pvc) like material. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.